Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported there is an overheating error message. The programmer was returned for evaluation and repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed an overheat event occurred via event log. Service department was unable to confirm/recreate the overheat event. Replaced noisy system fan, replaced power supply from salvage inventory as preventative. Checked vents and cpu heat sink pad/heat sink (case) contact and reloaded software per product performance review. Executed get logs and get patient info applications, for retrieval and archiving of device and patient information. Reconfigured hard drive and reloaded software. Device passes final functional and system tests. No other anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.